Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: a patient was being treated for a tibial diaphysis fracture. The surgeon was using the radiolucent drive for lateral locking of the distal etn. The drill appeared to make contact with the nail. The surgeon pulled the drill out and the drill bit continued to spin in an unwieldly fashion and slightly cut the assistant doctors hand. The radiolucent drive had gotten hot and the surgeon waited until it cooled to tighten it. The device was used to complete the procedure without further incident this report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that a functional check has shown that the radiolucent drive does work like intended. The over all condition of that article we do classify as good. On the outside surface we can see the shaved of black color. The article has to be used according to the instructions for use. The radiolucent drive has to be supported with your free hand. Otherwise it is possible that the drive starts to turn itself which could lead to further damages on the article. The device history records review was unable to be performed. The part/lot combination is unknown at synthes (B)(4). Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Subject device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device was returned for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested. Corrected to product problem upon further review.